Manufacturer narrative:
(B)(4). Device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Upon review of the information provided that this was a reused device, it was concluded that this event does not meet the FDA defined criteria for a reportable event for OEM. Additional information received: was either device reused or reprocessed? The first device used was a brand new device. So right after the blade on the first device broke, staff nurses went to take a reused ace36e and activate the device on the same region.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following information was requested but unavailable: what was the indication for the procedure? Was either device reused or reprocessed? Did the surgeon notice metal or other hard object near the harmonic device anytime during the procedure? At what point during the procedure was the broken blade identified? What action was the surgeon performing when the blade broke off? Was it noticed that the blade brake right away? At what point was the decision made to convert to open? After the 1st or 2nd blade breakage? Was the conversion only to retrieve the broken blade or were there other surgical complications that needed to be addressed? What type of uterine manipulator was used? Any generator alert screens noted? What is the surgeon¿s experience with the harmonic device? What is the current patient status?

Event description:
It was reported that two harmonic ace36e active blade broke during surgery in the same procedure. The surgery was converted from laparoscopic to open due to the active blade fell into the patient abdomen. All pieces were retrieved from the patient's body. There was a delay in surgery of approx. 30 minutes as a result of converting to open to search for the broken active blade. There were no additional harm to the patient as a result of converting to open. Patient was stable after surgery.